Event description:
It was reported that the patient's two leads were dislodged due to twiddler's syndrome. The leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.